Event description:
It was reported a bhr revision surgery due to elevated metal ion in blood, heart failure secondary to cobalt-chromium toxicity, discomfort and pain.

Manufacturer narrative:
It was reported a bhr revision surgery was performed due to elevated metal ions in blood, heart failure secondary to cobalt-chromium toxicity, discomfort and pain. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. No part/lot numbers were provided; hence a documentation review could not be completed. If more information is received, this investigation will be reopened. Without the details of the devices involved in this complaint, a specific risk management review for the devices also cannot be performed. If this information becomes available at a later time, the task will be reopened and completed. To date no medical records have been received. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event medical/clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.